Event description:
Pt sitting in w/c with bed monitor system in use. Alarm on, chair pad correctly placed under pt. Chair pad within recommended use period. Pt attempted to get out of w/c. Alarm did not sound. Pt fell to floor. To ER for evaluation. C/o pain in back. No fractures.